Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced bleeding of the wound incision at the device implant site. The patient may have been non-compliant with wound care and developed an infection. The patient was treated with oral and intravenous antibiotics and was being followed by a wound care specialist. No additional adverse patient effects were reported. The product remains in service.